Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that the patient turned the ins off for the cardioversion and when they attempted to turn the ins back on, they got the por message. It was recommended that they follow up with their healthcare provider to have the ins interrogated. There were no patient complications reported as a result of this event.